Event description:
The customer reported a defect of the rubber. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing, it was observed that the coating on the insertion section was deteriorated and peeling off, confirming the reported issue. This report is being submitted for the malfunction found during the device evaluation (coating deteriorated/peeling).

Manufacturer narrative:
The device evaluation also found the bending angulation was out of specification due to wear of the angle wire. A pinhole was observed in the rubber bending section, and the video cable was pierced. The rubber adhesive was deteriorated and chipped. The image guide tubing was crushed, and the image guide bundle was stained. The scope connector demonstrated corrosion from fluid ingress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.